Event description:
The hcp reported the patient experienced what was thought to be overdose synptoms - seizures, pruritis, respiratory depression - unrelated to refill or reprogramming. The pump was aspirated and the residual volume matched the expected volume.